Event description:
The customer reported that there was a fluid leak of unknown volume from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. There were manual barcode communication errors and single station errors.

Manufacturer narrative:
The field service engineer (fse) stated that there was disconnected tubing at the flow cell wire marker 5. The leak damaged the board underneath the barcode and single tube station sensor. He replaced vl201 which he determined was the root cause of the disconnected tubing. Additionally, he replaced the single tube station position sensor (sn (B)(4)) and cleaned the flow cell. The instrument was still down and the fse returned the following day and replaced ms control board to resolve the single tube errors and the lals preamp assembly to address lals reading that were out of specification. Lals preamp board is located in close proximity to the flow cell (part of the multi transducer module) and was possibly affected by the fluid leak. (B)(4).